Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the screen was dim/fading. No specifics were given. There is no reported adverse event with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.